Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during video laparoscopic rectosigmoidectomy, while the anastomosis of the rectum to the colon, the stapler cut the tissue, but it did not staple due to the lack of staples in the device. A surgical intervention was needed to prevent a permanent impairment of a function and the surgery was made to give back a good health state to the patient. Due to already reduced space for performing the stapling, the patient's rectum was committed. A laparoscopic procedure converted to open due to device problem. It took over 1 hour and a half for the surgeon to solve the problem. At first, the surgeon tried to perform the anastomosis through video laparoscopy, since it was not possible, the surgeon dissected the rectum in order to perform a deeper stapling. Finally, the surgeon was forced to convert the minimally invasive procedure to an open surgery and it took a little more time to make the anastomosis. The incision was extended to 2.54 cm due to the product problem.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: evaluation summary post market vigilance (pmv) led an evaluation of one device. Visual inspection of the device displayed nicks on the knife blade and the safety and handle cover were broken off. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. Additionally, the investigation detected secondary conditions of damaged knife and safety and handle cover broken off that has no relationship to the reported condition. Replication of the observed secondary knife blade damage may occur if the instrument is applied over an obstruction. The instructions for use manual for this product states: "4. Make certain that the section of tissue to be stapled is free from any metal or similar structure; otherwise, the knife blade may not cut." Replication of the observed secondary safety and handle cover broken off may occur if the instrument is handled rough. If information is provided in the future, a supplemental report will be issued.